Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a ruptured aneurysm measuring approximately 5mm located in the p-comm (posterior communicating) artery. During the stent assisted coiling, the axium coil could not be detached and was removed from the patient. No patient injury was reported as a result of the procedure.